Manufacturer narrative:
Additional devices listed in this report: cat 6720-0937 size 9 accolade ii 132 deg lot code unk; cat 500-11-56f trident hemispherical solid back shell lot code unk; cat 6570-10-136 delta v-40 ceramic head 28/-4 lot code unk; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding infection involving a trident 10° x3 insert 36mm ID was reported. The event was not confirmed. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Accolade ii with trident cup and biolox head removal due to infection on a right hip.

Event description:
Accolade ii with trident cup and biolox head removal due to infection on a right hip.